Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis. The cause of peritonitis was reported to be due to bacteria (no further information). The patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was recovered from the event and discharged from the hospital. Pd therapy was ongoing. No additional information was available.